Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is (B)(6). Investigation summary: it was reported that there is a little drop of pink fluid at the tip of the needle. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly removed from the packaging blister with the plastic shield connected to a syringe. There is discoloration towards the tip of the plastic shield. No other defect or imperfection was observed. A device history record review was completed for provided material number 305106, lot number 9128897. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom is confirmed, but without the physical sample to investigate a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a drop of foreign, pink fluid was found on the tip of the bd precisionglide¿ needle. The following information was provided by the initial reporter: "we have been seeing this little drop of pink fluid at the tip of the needles for years, but we all thought it had something to do with the lidocaine since they were brand new unused needles and that was unfathomable to us that the unused needle contained blood from the manufacturing process."